Manufacturer narrative:
The hill-rom technician found the brake caster supports and brake bar spacers inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed preventative maintenance on this bed. The technician replaced the brake caster supports and brake bar spacers to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported.